Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria for lot 3612220 and product code 810081. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and the mesh was implanted. Post-op, the patient experienced pain in groin, lower back and hips, pain in the left and right sacroiliac, right leg drags when walking, difficulty walking for a long time and/or on unstable surfaces. The patient is not able to remain in a sitting position without pain, feeling of pulling in the groin and leg, and no longer able to wear a tampon. For about 4 years, the patient experienced uncontrollable vaginal infection. About 1 1/2 years the patient was without bladder leakage, then leaking is the same or worse than before. The patient also experienced chronic urticaria that has started after the initial surgery. In 2015 the patient had depression and fatigue, gained weight due to pain and was taken antidepressant medication. No further information is available.